Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 5 inches from the pump housing. The severed portion of the driveline was not returned. The bend relief collar was not returned. The inlet stator bearing cup and rotor bearing ball revealed a pink, tissue-like deposition. The thrombus had areas that were denatured and had a ring-like structure with laminate layering, which are indications that it likely developed over an undetermined period of time around the bearings while the pump was in operation. The deposition was of moderate size and would have impeded flow. Although a specific cause for the deposition and a time frame for which it was present in the pump could not be determined, it could have potentially contributed to the report of hemolysis and elevated ldh. Additionally, the depositions would have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2016-02332 for the previous report of hemolysis. Reference MFR report # 2916596-2016-02122 for the report of the pump exchange on (B)(6) 2017 due to a driveline issue. Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 67 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided a supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017 the patient was admitted with hemolysis. The patient had a previous pump exchange on (B)(6) 2017, and reportedly did well postoperatively and was discharged home. However, on (B)(6) 2017, the patient was admitted due to an elevated lactate dehydrogenase (ldh) level of 714 u/l and the patient¿s inr was 4.6. It was also reported that the lvad produced elevated pump power readings. The patient was treated with aspirin, coumadin, and plavix. The patient¿s creatinine and liver function tests were also elevated, and ldh peaked at 2800 u/l, despite integrilin and heparin. On (B)(6) 2017 an echocardiogram was performed, and the aortic valve did not appear to open, and the septum was midline. On (B)(6) 2017 the patient¿s pump was exchanged to another manufacturer¿s device. No additional information was provided.